Event description:
Snaring of the amplatz wire created a defect in the outer wrap component of the wire. As the amplatz guide wire was removed at the end of the case, a small fragment of the wrap of the wire broke off and was retained in the vein that had been accessed. It is surmised that an outer coating that is affixed to the wire in a helix formation was partially sheared off when the wire was snared during the wire removal process.